Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2018, pb1018 valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and infinite impedance and possible fracture were noted on the right atrial (ra) and left ventricular (lv) leads. The leads were capped and replaced. No patient complications were reported as a resulted of this event.